Event description:
It was reported that the foam around the display assembly on the device had migrated up and was blocking critical info at the bottom of the display. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. After repositioning the foam, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. It was determined that the cause of the reported failure was misaligned foam spacer.